Manufacturer narrative:
(B)(6).

Event description:
It was reported that guidewire fracture occurred. A short taper 300cm straight tip v-14 control wire guidewire was selected for use to treat a chronic total occlusion (cto). However, during the procedure, it was noted that guidewire broke and was open in one of the sides. The physician had to open three more of the same device but the same issue was encountered. The procedure was completed using alternative method or device. No patient complications were reported.